Event description:
An angioguard was chosen for the procedure, however, there was tracking difficulty. Therefore, another angioguard was chosen, but there was tracking difficulty again. A precise stent was then chosen, however, it was noted to be partially deployed when the package was opened, therefore, another precise stent was successfully implanted. There was no patient injury reported and the patient was discharged the next day. The patient was enrolled in the (B)(4) study on (B)(6) 2010 with a 90%, eccentric and mildly calcified lesion in the right carotid artery. The vessel was severely tortuous. The lesion was 20mm in length and the vessel was 6mm in diameter.

Manufacturer narrative:
Information received from the (B)(4) study indicated that there was tracking difficulty with two different angioguards and that when a precise stent was chosen for the procedure it was noted to be partially deployed when the package was opened. The target lesion was the right carotid artery. The lesion was described as eccentric, mildly calcified, 90% stenosed and severely tortuous. The lesion length was 20 mm with a vessel diameter of 6mm. A 6mm angioguard was chosen for the procedure, however, tracking difficulty occurred. A second 6mm angioguard was then used and again tracking difficulty was encountered. A 1030 precise rx stent was then chosen for the procedure but was found to be partially deployed when the package was opened. A 0830 precise stent was successfully deployed without report of injury to the patient. There is no other information available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Tracking difficulty is a known potential occurrence associated with delivering medical devices through tortuous vasculature. The precise rx stent is packaged with the tuohy borst valve in the open position. With the valve in the open position the stent can become partially deployed with manipulation of the packaging. The stent can also become partially deployed if the valve is not closed prior to removing the stent from the protective hoop. Review of the information provided suggest that the tracking difficulty encountered may be related to the vessel/lesion characteristics and that the partial deployment may be related to user handling.